Event description:
It was reported a malfunction alarm occurred resulting in a blood glucose (bg) level of 16 mmol/l. Customer administered a correction injection. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made to determine if customer's bg level was resolved but no response was received.